Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip, dr (B)(6) , (B)(6) hospital (B)(6) 2017. Primary implant date (B)(6) 2002. The patient had been good until recently when they have been suffering with severe hip pain. Dr (B)(6) removed the cup, liner and head. He replaced the cup and liner with zimmer biomet implants and a depuy synthes head doi: (B)(6) 2002;.dor: (B)(6) 2017; unknown hip.

Manufacturer narrative:
Product complaint # :(B)(4).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : ydc-10. Device history review: no anomalies. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.